Manufacturer narrative:
The investigation associated with nonconformance (nc) has been approved and completed. The nc reported that occasional visual dis-colouration of this nature has been observed in the past and is caused by a small piece a fibre being trapped on the underside of the feed/x-folder belts, or on the flycomb assembly. However, if this trapped fibre become detached midway through a roll, then it will be taken through the line and needled into the fabric. This issue is inherent within all textile processes, however is more visible with aquacel ag, due to the nature of the fibres. No additional action is required and the complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No sample was available for the investigation. Photographs confirm product contaminant wove into dressing. Investigation has been based on batch history record review. Batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. Lean operation information system was reviewed and there were no issues related to the reported complaint issue. Preventive maintenance was all completed to schedule on doyen 3. Machine logs were reviewed and there were no issues relating to the complaint issue. Based on review of the received photographs, a discrepancy was found. This warrants further action and a nonconformance has been raised. This complaint will remain open until nonconformance is completed. No additional details have been provided to date. (B)(4).

Event description:
It was reported and depicted via received photograph "foreign body on the dressing." It was further noted that the dressing was not used.